Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for not clipping due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that the safeclip is having issues with clipping and is jamming with an unspecified bd safeclip. The following information was provided by the initial reporter, translated from spanish to english: the short needle doesn't have an edge, refers that it makes several days trying to cut the needle but it doesn't let it enter. Referred to look left space.

Manufacturer narrative:
Investigation summary: customer returned one bd safeclip device from lot 4226330. The returned safeclip was examined, and the cutting hole was also observed to be blocked by cannula cut from previous usage. Cannula were not able to be cut using the returned safe-clip. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. According with the DHR review information in the attached file, the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0 and aql=1). Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now likely full. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the safeclip is having issues with clipping and is jamming with an bd needle clipping device safe clip¿. The following information was provided by the initial reporter, translated from spanish to english: the short needle doesn't have an edge, refers that it makes several days trying to cut the needle but it doesn't let it enter. Referred to look left space.

Event description:
It was reported that the safeclip is having issues with clipping and is jamming with an bd needle clipping device safe clip¿. The following information was provided by the initial reporter, translated from spanish to english: the short needle doesn't have an edge, refers that it makes several days trying to cut the needle but it doesn't let it enter. Referred to look left space.

Manufacturer narrative:
The following fields have been updated with additional information provided: for OEM manufacturing sites: in this MDR, bd corporate headquarters in franklin lakes, nj has been listed as nipro, mx. Is an OEM manufacturing site. Describe event or problem: it was reported that the safeclip is having issues with clipping and is jamming with an bd needle clipping device safe clip¿. The following information was provided by the initial reporter, translated from spanish to english: the short needle doesn't have an edge, refers that it makes several days trying to cut the needle but it doesn't let it enter. Referred to look left space. Medical device brand name: bd needle clipping device safe clip¿. Medical device type: fmi. Common device name: hypodermic single lumen needle. Medical device catalog #: 328235. Medical device lot #: 4226330. Unique identifier (UDI) #: (B)(4). PMA / 510(k)#: k943683. Device manufacture date: 2014-09-10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the safeclip is having issues with clipping and is jamming with an unspecified bd safeclip. The following information was provided by the initial reporter, translated from spanish to english: the short needle doesn't have an edge, refers that it makes several days trying to cut the needle but it doesn't let it enter. Referred to look left space.